Manufacturer narrative:
Retainer ring=black the insulin pump was returned for cosmetic damage located at the front of insulin pump(screen) and missing segments/partial display found on (B)(6)2021. Device's history and trace files downloaded successfully using thus software. Device power up properly after battery installation. Device passed self test and displacement test. No missing segments/partial display noted. Power connector plug in and locked in place properly. Device was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor].¿the following were noted during visual inspection: minor scratched lcd window, corroded battery tube, scratched case, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where minor scratched lcd window was noted. Missing segments/partial display not confirmed during testing. However, moisture damage noted at the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen had gone all weird and she can no longer see the screen correctly. Customer stated the scratch was on lcd only. Customer screen was not scratched, its just hard to read . Customer stated they can not read the display. Customer stated the pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.